Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial tachycardia (at)/atrial fibrillation (af) on presenting rhythm. This resulted in interference of the implantable cardioverter defibrillator (ICD) to be able to discriminate or withhold therapy for supra ventricular tachycardia (svt) episodes. Thus, the patient was inappropriately shocked for af with rapid ventricular response. The lead and device remain in use. No further patient complications have been reported as a result of this event.